Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose on (B)(6) 2020. The customer¿s blood glucose level was 500 mg/dl. The customer was treated with pen. The customer had symptoms such as nausea vomiting, abdominal pain and difficulty breathing. The customer does not allege pump was under delivery. It was reported that the customer insulin pump had insulin flow block alarm. It was reported that the customer was not using automode. The insulin pump will not be returned for analysis.